Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a longitudinal crack (approximately 0.5 cm in length) in the blue air vent. Gravity testing and underwater leak testing were performed and revealed a leak through the crack. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that vented paclitaxel set leaked from the air vent. This occurred prior to use of the device. There was no patient involvement. No additional information is available.